Event description:
A malfunction with code "malf 12" was reported, but no notable events occurred prior to this. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Customer support provided information to reset the pump, assisted the customer with the reset process, and confirmed that the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to report if the issue happens again.